Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Concomitant medical device: catalog #42527900704, persona articular surface shim provisional, lot #62187335. Visual inspection of the persona tibial articular surface provisional shim identified that a bearing and spring were missing from each tasp shim. The bearings and springs were not returned. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. This device is used for treatment this complaint was determined to be related to a previously identified issue. A previous investigation has identified that ultrasonic cleaning may cause ejecting of the spring and ball from the persona tasp shim and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on (B)(6) 2014.

Event description:
It is reported that the shim is missing ball bearings after going through the sonic cleaning.